Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. It was reported that the customer had collapsed and was in the hospital for 3 weeks due to an issue which was unrelated to diabetes. The customer was unable to recall when the motor error alarm occurred due to the accident and was visually impaired due to bleeding in the brain from the collapse. Advised replacement of the insulin pump. Nothing further reported.